Event description:
It was reported via medwatch mw5157019 that entrapment occurred. The 80% stenosed target "shelf-like ulceration" lesion was located in a severely calcified left anterior descending (lad) artery. A 3.00mm x 20mm emerge balloon catheter was advanced over a non-boston scientific guide wire and inflated without incident. Upon removal of the balloon, it was observed to be frayed. The "front end of the balloon had been trapped on the wire and the distal guide wire had been sheared off." The balloon and wire were removed from the patient and the procedure was completed. No additional treatment was needed, and no patient complications were reported as a result of this event.